Manufacturer narrative:
Complaint investigation results: review of complaint record database 2624190 event description and all available information and assigned malfunction codes: no malfunction based on complaint information it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of complaint investigation: lot number 6005055 was provided, however, as no product malfunction was alleged while the product was used as intended: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced hypoglycemia event which was addressed by eating food on (B)(6) 2026.